Event description:
During preventative maintenance testing at the user facility, the device did not sound an audible alarm tone while on the high and low volume settings. There were no reports of any adverse events while the device was in clinical use.